Event description:
The customer reported that two sets demonstrated retrograded flow up into the IV bag. The first incident happened 3/23/98. The crna gave diproven and it retrograded into the IV bag. Crna was not aware if tried tapping to seat disc. Second incident happened 3/24/98. After injecting diprovan, it retrograded up into the IV bag. The pt's blood pressure went up. Neostigmine was injected to the pt with no effect. The doctor changed the IV tubing and took out the manifold. They gave another round of muscle relaxants. No pt injuries occurred.